Event description:
"S/p b 320:40cc cu bilumens placed for augmentation. Pt denies any h/o trauma to breasts or decreased size but c/o r side burning laterally with electric feeling intermittently x 2 yrs. Pt also c/o systemic probs including arthralgias (+ am stiffness), myalgias, dysesthesias, paresthesias, spasms, swelling, chronic fatigue, sleep disturb, swollen glands, low grade fevers, eye and oral infections, hot flashes, chills, headaches, tmj probs, visual disturb, dizzy spells, memory loss/depression, dry mucus membranes, hair loss, oral sores, rashes, sens sun/cold/chem, sob, cp, costochondritis, choking sens, wgt gain/anorexia, gi and gu disturb, easy bruising, pelvic pressure, and dental problems. Otherwise healthy."